Event description:
The pt returned to the facility approximately one month status post outpatient ventral incisional hernia repair for a laparoscopic assisted ventral incisional hernia repair. According to the operative note, the surgeon noted failure of the umbilical hernia repair that had been with proceed ventral patch. He also noted, some rare omental adhesions to a failed ventral incisional hernia at the umbilicus. The surgeon report possible small bowel obstruction, mesh failure and possible re-operating due to the failed mesh. Dates of use: (B)(6) 2011 - (B)(6) 2012. No attachments laterally to the retrorectus peritoneum. No other reported complications or surgeries reported.